Event description:
I acquired an abbott freestyle glucose meter on (B)(6) 2017 and sensors for the meter on (B)(6) 2017. During the first two weeks of (B)(6) 2018, I observed that my readings using the sensors were consistently inaccurately higher than they should be (as shown by my accu-check strip meter). I reported this problem to abbott labs and received a certificate for a free sensor. On (B)(6) 2018, I visited dr. (B)(6), my endocrinologist at (B)(6). She referred me to (B)(6), (B)(6) diabetes educator. She told me that she had tested the freestyle libre to test how it works and its accuracy. She indicated to me that the results of readings with the libre were consistently 30 percent higher or more than acu check pricked readings.